Manufacturer narrative:
This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this device system was surgically modified to reposition this pacemaker and secure the lead connections. One month later additional surgical intervention was performed to reposition the pacemaker due to continued pressure on the clavicle. Currently there are allegations of poor right ventricular (rv) lead sensing. A review of the device memory files noted high threshold measurements and varying impedance measurement. The patient is not pacemaker dependent. No additional adverse patient effects were reported. As of today the device system remains in service.